Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot# is unknown.

Event description:
It was reported that medication wouldn't come out of the pen ndl 32g 4mm pro 14 bag 700 case jpx.. The following information was provided by the initial reporter, translated from japanese to english: "drug doesn¿t come out properly and this occurs twice out of 10 times."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medication wouldn't come out of the pen ndl 32g 4mm pro 14 bag 700 case jpx. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug doesn't come out properly and this occurs twice out of 10 times."